Manufacturer narrative:
(B)(4). Batch # m5408z. The analysis found that one plee60a device was returned in good visual condition and with one gst60b cartridge loaded on the device. The reload was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight, left and right articulated positions with a test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device maintained its articulated position during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the cartridge gst60b or ecr60b? The cartridge was a gst60b.

Event description:
It was reported that during laparoscopic sleeve gastrectomy procedure, as surgeon fired blue reload (third staple firing of case), the stapler de-articulated. Surgeon felt staple line should be oversewn to ensure security. Surgeon also identified several blue flecks that were removed with graspers. Case completed with a second device; the surgeon oversewed/imbricated the suspect staple line with suture. There were no patient consequences reported.